Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jan-26 information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they could barely feel the stimulation yesterday, so they charged the implanted neurostimulators up again, but then got settings not available. Patient said they tried the other groups as well, but got the same message. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was manufacturer's rep said the pt had their ins replaced and post-replacement, the pt had 2 electrodes with elevated impedance values on (B)(6) 2024, but then, pt noticed a distinct change in therapy last friday and got "settings not available" on their controller. Pt called rep and met with rep today. Rep saw the number of elevated impedance values had increased to 4(0 - 22460, 3- 15860, 9- 18470, 11- 30910). Rep called to ask for possible sources of elevated impedance values. Rep said the lead was in the cervical space and pt did not fall. Technical services (tss) discussed possible sources and suggested programming around them. On 2024-feb-23 additional information was received from the rep. The rep reported the cause was not determined. Actions taken were the rep programmed around the high impedances. The high impedance could not be resolved, so the rep programmed the patient using unaffected electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was receiving adequate coverage regardless of the high impedances. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.